Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.: analysis is taken form a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt noticed the skin close to the stoma was looking red and becoming sore along with an unidentified gritty substance on skin during a one month period prior to complaint receipt. Some areas 1 to 2 cm further away from the stoma became pink, bumpy, rashy and itchy during a period of one week prior to complaint receipt. No further information was provided and the pt outcome was not reported.